Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the low frame rate message during fluoro. The representative found the problem was due to a damaged umbilical cable. The cable was replaced and the system restarted. The system booted without issue and was moved to the operating room (or). Additional testing was performed, including both fluoro and spins at various settings. After testing was completed the representative performed a fluoro and rad gain calibration. All calibrations passed. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion case, the site received a frame rate error when taking 2d images. The imaging system was rebooted and the cable reconnected, however the message was still present. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome. The procedure was completed with a c-arm instead of medtronic imaging and navigation.

Manufacturer narrative:
The mobile view station (mvs) interface cable was returned and analyzed. Analysis of the cable confirmed an electrical failure with opens found between pin 1 and pin 2. 100t and continuity test passed. Visual inspection confirmed cable condition under normal usage.